Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch [medwatch #: (B)(4) report received states: upon retrieval of the nc trek coronary dilatation catheter 5.0 mm x 20 mm / rapid exchange (post expansion) , the device became lodged in the guide catheter. As the doctor tugged a bit harder the balloon separated into two pieces. The doctor removed the entire system (balloon, guide wire and guide catheter) with the balloon remainder stuck in the guide catheter, but subsequently removed. No additional information was provided.

Manufacturer narrative:
D9, h3: device status changed from returning to not returned. The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during removal causing the reported difficulty to remove. Handling of the device during removal likely caused the reported balloon separation as the account indicated hard tugging was used in an attempt to remove the device. The device, including the separated balloon portion, were removed with the guiding catheter as one unit. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.